Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, 1.5 years after total ankle surgery, the cadence talar dome. Size 2. Right had broken pegs. The patient experiences pain and describes an important decrease in his quality of life. It is unknown if/how this adverse event was treated. Patient's current health status is unknown.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirmed that this event is a duplicate of the report number: 3002788818-2022-00038 (our reference number: (B)(4). Therefore, the event will be covered under the aforementioned report number. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal complaint reference number: (B)(4) additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirmed that this event is a duplicate of the report number 3002788818-2022-00038 (our reference number: (B)(4). Therefore, the event will be covered under the aforementioned report number. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.